Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent an outflow graft revision; an issue had been revealed through a computerized tomography angiography (cta) scan. Log file analysis showed a fluctuation in flow between 1 and 2 lpm on (B)(6) 2022. It was noted that the patient had a history of syncope.

Event description:
The patient's syncope was thought to be related to the obstruction.

Manufacturer narrative:
The diagnosis of the outflow graft obstruction via cta and related syncopal episodes were previously reported under MFR # 2916596-2022-14038. Manufacturer's investigation conclusion: a direct correlation between the reported outflow graft obstruction and (B)(6) could not conclusively be determined through the evaluation of the submitted computed tomography angiography (cta) image. Evaluation of the log files confirmed one low flow fault flag on 19aug2022. The account submitted a cta image of the patient¿s sternum and hm3 pump. An outflow graft obstruction could not be confirmed based on the provided image. The controller event log captured one low flow fault flag on 19aug2022 at 13:14:04 when the flow dropped to 2.2 lpm; however, this event did not last long enough to trigger an audible alarm. The pump appeared to function as intended. The lvad event log file also captured the estimated flow below the 2.5 lpm threshold for 4 seconds at 13:14:02. The pump appeared to function as intended. The patient remains ongoing on vad support. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 23jul2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. This IFU lists adverse events that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 5 of the patient handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.